Manufacturer narrative:
The reported event of atrial setscrew unable to be not loosened resulting in inability to remove lead from header was confirmed. Analysis revealed that calcified blood was filling the a-setscrew inset. The calcified blood prevented the wrench from engaging the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood. The wrench can only strip portions of the inset it comes in contact with. The calcified blood was removed during the lab testing. A torque wrench was then able to be fully inserted into the setscrew inset, engage it, and untighten the setscrew normally. The lead was then able to be removed from the connector. The blood came through a hole punched through the septum by the user of the torque wrench at the time of implant.

Event description:
It was reported that during a device replacement procedure due to normal battery depletion, the set screw of the device was unable to be loosened resulting in the right atrial (ra) lead being unable to disconnect from the device. The ra lead was capped and replaced to resolve the event. The patient was in stable condition.